Event description:
Investigation results completed on a smiths medical ventilators/pneupac ventilators parapac . Summary in h -10.

Manufacturer narrative:
Investigation results completed on a ventilators/pneupac ventilators parapac . The device arrived with no damage. Evaluations and testing confirmed problem on not cycling. The cause is isolated to faulty oscillator block. Normal wear and tear of device caused the problem. Device passed all testing after summary of repairs, which included : installed pm kit 510a3039, replaced damaged poppet oring, patient outlet oring and washer, retaining screw cap, missing screw cover bung and shock ring. Replaced corroded battery holder assy with intermittent failures, along with oscillator block. Device passed all functional testing after repairs.

Manufacturer narrative:
Device evaluation.

Event description:
It was reported that the device is "not cycling". No patient injury or complications were reported in relation to this event.